Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The footrest was installed onto a golden system (is 4000) where the failure was triggered the right blue pedal and monopolar coag pedal are not working properly when pressing indicating fault on the footrest replicating the reported event. Visual inspection found no issue. Root cause is attributed to the defective component footrest.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, monopolar coag function became non-functional, and there was no tone from vio dv integrated electrosurgical unit (iesu) when the blue pedal was pressed. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Tse could not find any related error in the logs. Csr confirmed that cut function on the yellow pedal was working properly. Cut and coag functions were both on universal surgical manipulator (usm) 3, and when site inserted suction irrigator (si) instrument on usm 3 for testing, the blue pedal did not work. The issue was possibly due to foot switch failure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy pedal footrest to resolve the issue. The system was tested and verified as ready for use.